Event description:
The ge oec 9600 fluoroscopy system intermittently would re-boot during use.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the ps1 power supply to be under the 5 volt threshold and was adjusted up appropriately to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.